Manufacturer narrative:
This follow-up report is being filed to relay device evaluation results. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation of the joint, scratching and taper fretting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00268 / 00269).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient is scheduled to be revised on (B)(6) 2015 due to elevated metal ions.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions and intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ions and pain. It was noted patient had severe metallosis with extensive granuloma and subsequent dead tissue and bone.